Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tka (it was 16 years ago but the date of primary surgery was unknown). After the primary surgery, the patient complained the pain about 10 days ago. Then, the surgeon found the infection at the patient¿s knee joint. So, it was reported that the revision surgery was performed on (B)(6) 2018. By sterilizing on infected area, and replacing the insert (lot number was unknown). No further information was provided by the hospital.